Event description:
Pt experienced opacification of lens material and consequently loss of vision after the implantation of an interaocular lens for unspecified eye disease. The event was considered serious/disability. At the time of the event the pt was taking concomitantly atorvastatin (lipitor), atenolol (tenormin) and losartan potassium (cozaar). At the time of this report the pt had not recovered from the event and the action taken with the lens was unk.